Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod8 coils. During the procedure, the technologist attempted to advance a pod8 coil through another manufacturer¿s microcatheter but was unable to advance the coil into the hub of the microcatheter. The microcatheter was then flushed and two more attempts were made to advance the pod8 coil through the microcatheter but were unsuccessful. Upon inspection of the microcatheter and po8 coil, the technologist noticed a kink near the hub of the microcatheter as well as on the pod8 coil pusher assembly. Therefore, the microcatheter and pod8 coil were removed. The procedure was then completed using a new pod8 coil and a lantern delivery microcatheter (lantern). It should be noted that a rotating hemostasis valve (rhv) was not used and a continuous flush was not maintained. There was no report of an adverse effect on the patient.